Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture" baker grade iii through the national breast implant registry (nbir). This record is for the right side. Device was explanted. Healthcare professional also reported "change shape/size/style, ptosis " which are not device related.